Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated: ""I am unable to eat or drink without major pain. I can't chew without my bottom teeth hitting the swollen part on the back part of my teeth. I have been taking ibuprofen and tylenol for the past week. I have also been doing salt water rinses and using a soft tooth brush but I cannot floss. It hurts a lot to even brush or push my tongue against it by accident. Will this go away or will it stay swollen and painful since the gap is now closed?"